Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. Additionally, the usb cable and wall adapter were unable to charge the pump. The customer experienced an elevated blood glucose (bg) of over 600 mg/dl. A manual injection was administered to address bg. The customer continued to use the pump for insulin therapy.